Event description:
During placement of a multi-lumen central venous catheter, the guide wire of the central line became hooked up on a inferior vena cava greenfield umbrella. Multiple attempts to remove the wire were unsuccessful. Pt had to be transferred to another facility for removal of the wire by an invasive radiologist in the angiocath lab.